Event description:
Caller reported blood glucose results of 304 mg/dl, 218 mg/dl, 196 mg/dl, 135 mg/dl, and 130 mg/dl on the aviva system within 10 minutes. Reported no adverse event relative to discrepancies. A request was made for the return of the system, replacement was sent.